Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call of issues with customer's high blood glucose levels. The customer's blood glucose level at the time of incident was over 400mg/dl. The customer's most current level was 469mg/dl. The customer treated the high levels with the pump. Troubleshoot was conducted. The customer declined to conduct high pressure test, or check of air bubbles. The customer was advised to conduct full set and reservoir change, and monitor their blood glucose levels. The customer was advised to call back if issues persist and or levels do not drop.